Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and device exhibited high, out-of-range (oor) shock impedance (160 ohms). The boston scientific field representative contacted boston scientific technical services (ts) to discuss testing options. The field representative performed vector testing. High impedance measurements were noted in all vectors. No additional testing was performed. There has been no medical or surgical intervention. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The lead was discarded by the hospital and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicated that a revision procedure was performed. The device was explanted as a result of normal battery depletion (nbd) and the right ventricular (rv) lead was also explanted. It was reported that the rv lead appeared to be damage under the clavicle area. No additional adverse patient effects were reported.